Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's mother stated that upon removal of the sensor, a rash spread to the patient's legs, groin area and back area. Affected area also began to itch shortly after sensor removal. Patient's mother stated that the reaction was treated by soaking the patient in the bathtub and using a hair brush to scratch the rash. On (B)(6) 2016, patient's mother spoke to the doctor and it was discovered that the adhesive barrier wipes that caused the rash. Doctor advised that they should no longer use the adhesive barrier wipes. No additional event or patient information was provided. The sensor was inserted into the lower back. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.